Event description:
Boston scientific received information that this device system detected a high shock impedance measurement greater than 125 ohms. The patient had since been into the clinic for an in office lead test. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.